Event description:
A surgeon reported that poor aspiration was observed during surgery. The handpiece, tip and cassette failed tuning and a system message was displayed. An alternate system was used and the case was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).